Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. (B)(4). It was reported that the device would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient presented with dizziness and "gross hematuria". The patient¿s lactate dehydrogenase level increased to greater than 3000 u/l, with elevated total bilirubin. It was reported that the patient had problems with maintaining a therapeutic inr the previous couple of months. On 01/19/2017, it was reported that the patient would not undergo device exchange due to a high surgical risk. The patient was also not a candidate for a heart transplant due to obesity and acute on chronic kidney injury. It was reported that the lvad support was weaned off, and the patient was started on dobutamine and primacor infusions while entering palliative care. The patient expired on (B)(6) 2017 due to renal failure.

Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the reported signs of hemolysis, renal failure, and subsequent patient outcome could not be determined. Evaluation of the submitted system controller log file which contained approximately 8.5 days of data appeared to show the pump operating as intended with no significant changes in pump parameters. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. Hemolysis, renal failure, and patient outcome are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.